Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the system controller turned from sleep mode to run mode due to the water spillage. It was the back-up system controller and not connected to the patient at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged white power cable outer jacket the reported event of the equipment getting wet was confirmed via evaluation of returned product. The heartmate 3 system controller (serial number (B)(6) was returned for analysis. The system controller underwent preliminary and functional testing and did not pass. The system controller was connected to a mock loop and driveline power faults activated once the driveline was connected to the system controller; however, the pump was able to successfully operate. The system controller was opened, and fluid ingress and corrosion were observed on the driveline power circuitry. Per the provided information, the root cause for the reported event was stated to be the patient spilling water inside their waterproof bag. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: hsc-092551) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual) and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient spilled a water inside their waterproof bag and their backup system controller became damaged. A replacement system controller was requested with the low flow threshold adjusted to 2.0.